Manufacturer narrative:
Additional information: section d4 - expiration date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The lead was not returned to saluda. A device log review identified an intermittent shorted electrode. The root cause of the cerebrospinal fluid leak and shorted electrode could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "cerebrospinal fluid (csf) leakage with possible fistula formation" and "abnormal sensations or pain." The evoke scs system clinical manual details impedance, "electrodes with a lightning bolt through them may be shorted (< 50 o) and care should be taken when programming." The manufacturing records were reviewed and product met all requirements for release.

Event description:
During the trial period of the evoke spinal cord stimulation (scs) system, the patient presented to the emergency department with headache, nausea, and neck pain. The trial leads were removed. Magnetic resonance imaging (MRI) identified a cerebrospinal fluid (csf) leak. A blood patch procedure was performed. At the time of reporting, the patient's symptoms were reported to be resolving.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.